Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended.

Event description:
The customer reported the system is displaying distorted images, displays images on only one monitor, and will not print images. No pt injury was reported.